Manufacturer narrative:
Initial reporter phone #: an additional phone # was provided as: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes blue tops are not filling. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: we have had some issues with the blue tops not filling.

Manufacturer narrative:
H6: investigation summary no customer samples and no photos were received in support of this complaint. Therefore, 10 production lot in-house retention tubes samples were functionally tested and the customer's indicated failure mode of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode because the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes blue tops are not filling. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: we have had some issues with the blue tops not filling.